Event description:
This case was initially received via regulatory authority ((B)(6)) on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("strong fatigue"), back pain ("dorsal pain"), menorrhagia ("haemorrhagic menstrual periods"), dysmenorrhoea ("painful menstrual periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), disturbance in attention ("concentration disorder"), mood altered ("mood change") and feeling abnormal ("feeling that my body was burning from inside"). At the time of the report, the pelvic pain, fatigue, back pain, menorrhagia, dysmenorrhoea, arthralgia, myalgia, disturbance in attention, mood altered and feeling abnormal outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, disturbance in attention, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, mood altered, myalgia and pelvic pain with essure. The reporter commented: patient's current conditions: actions undertaken in the healthcare facility for management of the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 49-year-old female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("strong fatigue"), back pain ("dorsal pain"), menorrhagia ("haemorrhagic menstrual periods"), dysmenorrhoea ("painful menstrual periods"), arthralgia ("joint pain"), myalgia ("muscle pain"), disturbance in attention ("concentration disorder"), mood altered ("mood change") and burning sensation ("feeling that my body was burning from inside"). At the time of the report, the pelvic pain, fatigue, back pain, menorrhagia, dysmenorrhoea, arthralgia, myalgia, disturbance in attention, mood altered and burning sensation outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, burning sensation, disturbance in attention, dysmenorrhoea, fatigue, menorrhagia, mood altered, myalgia and pelvic pain with essure. The reporter commented: patient's current conditions: actions undertaken in the healthcare facility for management of the patient diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.